Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is a power device and not for implant/explant usage. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported on (B)(6) 2014 by the engineer technician that during the manufacturing evaluation on the small battery drive (device: part 532.010; lot 003407) for complaint #(B)(4), it was noted the device had an unusual noise, a vibration, and a worn head. No additional information was provided. This report event is for one powered device. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
An additional evaluation was completed. The power tool evaluation indicated the part condition was received as normal wear. The report concluded: the customer did not allege or identify any specific deficiency; it was observed during routine service and of the small battery drive that it has an unusual noise, vibration, and worn coupling head. Evidence suggests this is due to usage wear over time. Investigation is ongoing, no conclusion could be drawn. Placeholder.